Event description:
Patient believed a portion of a sterile lancet broke off in her finger. Pt indicated that, although she was not initially aware of the lancet having broken, a few days after the event, she experienced pain in the tip of her finger. At the time of the report, pt had not yet sought treatment; however, she indicated that she intends to make an appointment to have her finger examined. Pt's current condition: finger is sore and swollen.